Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination with magnification identified a circumferential fracture in the glass tip of the fiber distal to the bevel edge. Distal fractures have the potential to cause forward firing. Some burning marks and detritus were noted on the metal cap, which is evidence of tissue contact. The device was tested with a hene (helium-neon) fixture and the aim beam was noted at the distal tip of the device. It is likely that the reported issues and error message can be caused by increased fiber output or increased temperatures during the procedure leading to circumferential fractures. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that after approximately 15 minutes of use, the metal cap of the fiber became loose and rotated on the fiber during a photoselective vaporization of the prostate (pvp) procedure. The fiber stopped working and the aiming beam could no longer come out. Although the metal cap of the fiber rotated, it did not fully detach. No courtesy messages were prompted on the console when the issue occurred. The procedure was completed by using a second fiber. The outcome of the patient following the procedure was good. The fiber was returned, and analysis found a circumferential fracture in the glass tip of the fiber distal to the bevel edge. Based on the observed circumferential fracture, the potential for forward firing exist.